Event description:
On (B)(6) 2012, our (B)(4) affiliate received info from a pt. The pt said that on (B)(6) 2012 the pt experienced discomfort os when he/she inserted an acuvue oasys contact lens (cl). The pt removed and cleaned and reinserted the lens, but the discomfort persisted. The pt removed the lens at work due to continued discomfort and the discomfort continued following lens removal. The pt said he/she consulted an eye care professional (ecp) on (B)(6) 2012 and was diagnosed with infectious conjunctivitis os. The pt was instructed to discontinue cl wear, was prescribed vegamox and flumetholon and instructed to discontinue cl wear. The pt reported seeing another ecp the following day (B)(6) 2012, due to eye pain. The second ecp diagnosed the pt with infectious conjunctivitis os and the pt was instructed to use the same eye drops prescribed by the initial ecp. The pt was instructed to stay away from his/her office due to "infectious disease." The pt said that the pain persisted on (B)(6) 2012. The pt reported that "plastic came out when (he/she) applied eye drops several times. Since then the eye pain resolved. The pt he/she believes some of the plastic material from the primary package label may have separated from the blister label and been attached to the lens. The pt said some blisters were difficult to open and there was a layer of plastic from the blister level over the blister pack well containing the lens and solution. It is not clear if that is what happened when the pt opened the blister pack in question. On (B)(6) 2012, a rep from our (B)(4) affiliate contacted the ecp at the first clinic where the pt was seen; the ecp confirmed the diagnosis of infectious conjunctivitis os and prescribed medications. The ecp was asked about causality of the contact lens to the injury and the ecp said it was "rather unlikely" but the ecp could not deny the causality since the symptom occurred the morning when the pt inserted the lens in question. The same ecp was called the following day to ask about the infection. The ecp said that there is a high probability of (B)(6), "like pink-eye", however, the ecp was not sure whether the infection was bacterial or viral as eye was not cultured. The ecp said the pt did not return for f/u after the initial examination. On (B)(6) 2012, the pt was contacted, the pt reported the pain resolved but his/her vision is not "clear enough". The pt said the lens in question would be returned. On (B)(6) 2012, the second ecp's clinic was contacted, a receptionist said the ecp declined to provide adverse event info since the cause of the conjunctivitis is unk and "it is impossible to judge the causality between the symptom and the contact lens." The receptionist also said that the pt had not mentioned anything about cl wear. The receptionist also reported that the result of the virus test was negative. The receptionist refused to provide add'l info. The pt was contacted on (B)(6) 2012 and reported that his/her os "remains unclear at the moment." The pt had not returned to an ecp for f/u care. The pt expressed that he/she may return to an ecp at a future date. No add'l medical info available at this time. One lens, in a lens case, was returned for eval. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed. We did not evaluate the solution in the lens case that the lens was stored in. An lhr was requested but has not been received at this time. If add'l medical or product info is received, we will report it within 30 days of receipt. (B)(4).

Manufacturer narrative:
No conclusion can be drawn.